Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was inspected by olympus medical systems corp. (Omsc) and the inspection results were as follows; there was an air leak from the instrument channel. The adhesive on the bending section got chipped. The light guide lens was cracked. There was a scratch on the distal cover. The insertion section was crushed. The instrument channel has scratches at the bending section, but no foreign material. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation is in progress. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that (B)(6) was detected from the blood sample collected from a patient after a diagnostic endoscopy conducted on (B)(6) 2018, using an olympus gastrointestinal scope (gif-xp170n) and an olympus colonoscope (pcf-h170i). It was reported that the user facility conducted a blood test for the patient before the procedure on (B)(6) 2018, but no microbe was detected. The patient visited another facility after the procedure, and another facility conducted the additional blood test on (B)(6) 2019. As a result of the additional blood test, (B)(6) was detected from the blood sample. The patient's condition is currently unknown. The user facility suspects that there is a possibility of infection by the gif-xp170n and the pcf-h170i. The user facility had cleaned the endoscopes using an olympus cleaning brush and reprocessed using an olympus automated endoscope reprocessor, oer-4 (not available in the USA) with peracetic acid. Omsc is submitting two medical device reports according to the number of the endoscopes used for the patient. This is a report associated with pcf-h170i and two of two reports.